Event description:
Complainant reported the ventilator shut down while treating a patient. There was no patient harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the device. The device did not display any alarm messages upon startup. The fse noted that the batteries required replacement as they were manufactured in 2019. The device log files were reviewed and showed the occurrence of a cfb error which is indicative that the mainboard requires replacement. The device logs confirmed that the device continued ventilation during the malfunction. It was recommended that the customer replace the mainboard as a precaution to reduce the likelihood of recurrence. At this point, the customer did not approve the purchase order, so the main board has not been replaced on the device.